Event description:
During a bwi-sponsored clinical study, a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the patient experienced "pseudoaneurisma a. Epigastrica superficialis dex." Categorized as moderate and not serious. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of 18-june-2026. Intervention was medication, compression with us transducer on (B)(6) 2026, and endovascular procedure and close of pseudoaneurysm inflow on (B)(6) 2026).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).